Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated that patient underwent surgical intervention and ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient lost therapy due to not charging the device. As a result, surgical intervention is pending to address the issue.